Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while charging the pump battery gauge was inaccurate for a short period of time. Customer's blood glucose was within range (value not provided). Reportedly, customer continued to use pump for insulin therapy.